Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. A bd quality engineer inspected the returned unused units and could not identify any defects or abnormalities. The used unit was also inspected and the reported observation of poor package perforation was confirmed. The issue may have occurred at the perforation station of the primary packaging machine. If the air regulator, which supplied the cutting pressure to the perforation knife was interrupted, this may have resulted in poor perforation. The appropriate personnel have been notified of this event. After the production of this batch, action was taken to replace the air regulator with an air pressure gauge meter to more easily monitor the air supply to the perforation knife. Customer complaint trends will continue to be evaluated on a monthly basis. If the trend of a specific type of complaint warrants additional action, resources will be assigned at that time.

Event description:
It was reported that before use of the syringe 20ml ls precise the package perforation was such that packages could not tear apart. This rips the package and causes sterility breach making the product unusable. There were 50 packages with this condition. The following information was provided by the initial reporter: package perforation issue not able to tear apart, rips the package and causes non sterility then cant be used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 20ml ls precise the package perforation was such that packages could not tear apart. This rips the package and causes sterility breach making the product unusable. There were 50 packages with this condition. The following information was provided by the initial reporter: package perforation issue not able to tear apart, rips the package and causes non sterility then cant be used.